Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The photos show a fracture of the juggerknot needles. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required the sem results determination was that the needles fractured due to bending overload. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, while the anchor was being seated, the inserter tip fractured off into the bone. The surgeon attempted to remove the tip, but was unable. The tip remains in the patient's bone. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.